Event description:
The customer reported that the collimator is not functioning properly. The -ray field was not changing with the mag mode. The field remained in normal size even as the i.I. Mags.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found the collimator to be incorrectly calibrated. He recalibrated the collimator as per service manual. The unit is fully functional and operates as intended.